Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 48 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was treated by paramedics with glucagon. The customer was hospitalized due to not diabetes issues. The customer mentioned that they received many sensor alarms and that the cannula had to be surgically removed from their body due to a breakage. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery volume accuracy test. No unlocked lcd keypad connector was noted.